Manufacturer narrative:
No product has been returned for investigation as product remains in-situ. No radiographs were provided to confirm the alleged event. A revision procedure is planned but has not occurred. Labeling: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ...". "...post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications...". "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw...".

Event description:
On (B)(6) 2018, patient underwent a spinal fusion procedure at t9-s2 levels using reline and m5. Post-operative radiographs showed a screw back-out at the right side of s1 level. A revision procedure is planned but has not been performed.

Manufacturer narrative:
Supplemental report submitted to update the initial information submitted.

Event description:
Received new information indicating patient underwent a revision procedure on (B)(6) 2018 with no reported events.